Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) expired due to natural causes. The hospital had put the ICD into a wet solution and due to this and other handling, the device could not be interrogated by cpi field personnel.